Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient visited a clinic on (B)(6); the office attempted to read ipg unsuccessfully. Per the patient the device was dead for 1.5 years approximately. Patient stated they lose their recharger before moving. Patient to go to f/u appointment (B)(6) 2020. In the meantime, patient to get a loaner charger. Will check ipg and attempt trickle charge at next appointment. Issue not resolved at this time. Additional information was reported that the patient's doctor opted to replace their system on (B)(6) 2020. The cause of the patient's ins becoming overdischarged/dead was due to noncompliance with charging. The issue has been resolved with the replacement. No further information was reported.